Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia,chronic"), abdominal pain ("abdominal pain "), menorrhagia ("menorrhagia"), cystitis ("bladder infect."), vaginal infection ("vag. Infect"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (hysterectomy full). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the dyspareunia, cystitis, vaginal infection, urinary tract infection, fatigue, alopecia, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2004: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event injury was updated to pelvic pain. New events were added - dysmenorrhea, dyspareunia, abdominal, menorrhagia, bladder infect., vag. Infect., uti, fatigue, hair loss, weight gain, migraines, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.